Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, x-ray confirmed that the inner conductor coil had a break at the (distal end of the terminal pin. Reasonable evidence suggested the lead was not electrically continuous. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was not successfully implanted due to helix extension and retraction issues. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.